Event description:
It was reported that this pacemaker stored an episode showing over-sensing of noise resulting in inhibition of pacing. Technical services (ts) noted there are no ventricular sensed events when the pacing is inhibited (asystole greater than two seconds was seen), which likely coincides with the patient-reported symptom of light-headedness. In-clinic assessment of right ventricular (rv) lead integrity and consideration of programming a fixed sensitivity was recommended. At this time, the manufacturer of the rv lead is unknown. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.